Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva diffusics 24g x 0.75 in tubing kinked it was reported by the customer that the tubing was kinked because the clip used to shut off the flow had kinked the plastic line. This resulted in another IV being inserted in his hand. Verbatim: my complaint was about the tubing. The part used was used for three days. After the first day the tubing was kinked because the little clip used to shut off the flow had kinked the plastic line. Therefore I had to have another IV inserted into my hand. IV's aren't fun. This happened three different times on a 20 day (2x 10 day) infusion of an antibiotic. Additional information 06-may-2024: 2 occurrences were captured on the original complaint, (B)(4). This complaint is being opened to capture the 3rd occurrence that the customer reported in the voc survey.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383590 and lot number 3247112. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.